Event description:
Customer reports failing out low on one external proficiency survey sample for troponin t. Reported survey results 0.1 ng per ml. The acceptable survey range for this sample is 0.30 to 0.57 ng per ml. No adverse events were reported.

Manufacturer narrative:
The field service representative was unable to determine a cause. He ran performance check tests, and controls to verify analyzer was performing within specification.